Manufacturer narrative:
The device was returned with the pink slide visible through the viewing window and the linkage assembly was noticed to be in the deployed position; however, the soft cannula was found to be damaged. The download data indicates that the pod completed both its first and second priming sequences and was subsequently deactivated after 55 pulses were delivered. Soft cannula was measured to be out of specification. It could not be determine when/how the damage on the soft cannula occurred and/or if it contributed to the reported event. Although no problems were found with the needle mechanism assembly, it could not be determined when the device deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 14 mmol/l (252 mg/dl). The pink slide did not move forward; indicating the needle did not deploy. The pod was worn for between 1 and 4 hours.